Event description:
The user stated that there was an ibp disconnect but the mp70 monitor did not alarm.

Manufacturer narrative:
The user stated that there was an ibp disconnect but the mp70 monitor did not alarm. The philips team went on site and tested the monitor in question using a simulator. The problem could not be duplicated. Many calls were made to the site by quality management in order to further understand the incident. The trend review supplied by the hospital shows that at approximately 22:19.00, an event occurred which caused a loss of all abp measurement. It is not consistent with only forceful removal of the abp line from the pt, because there is no valid measurement for a minute after that time. Therefore something happened in addition to the line disconnection that made the values invalid. Philips could not determine from the available info whether this was a transducer disconnect inop, the measure being turned off, or suppression of alarms after purging or zeroing the line and we also could not determine is the transducer had been re-inserted before the pressure disconnect inop could be announced. Note that this inop is only announced if mean-line pressure under 10mmttg is sustained. In thinking about the clinical situation, two possibilities present themselves. After reinserting the arterial line, and after beginning to clean up the blood mess, the nurse/clinician may have either purged the line, drawn blood, or zeroed the machine. Purging the line or drawing blood will cause a 60 second (60 second default value, 30-90 seconds configurable) suppression of alarms. Zeroing will cause a 30 second alarm suppression after the zeroing is complete. The available info supports that there was no malfunction of the device, labeling, or design. A letter was sent by quality management to the customer per their request. No further investigation or action is warranted. (B) (4).